Manufacturer narrative:
The pump was received with button error alarm and no button response due to corroded keypad traces.no scrolling numbers display anomaly noted. Analysis was unable to perform displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor and excessive no delivery test due to no button response. The insulin pump was monitored and had no blank display noted. No moisture damage on electronics noted. The battery contact spring was not damage noted but the insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had button error alarm, keypad anomaly, and blank display. The blood glucose at the time of the incident was 296 mg/dl. The customer states the pump went completely blank and is now alarming button error. Troubleshooting was performed and the display did return. However after the button were ramping on their own. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.